Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front tooth chipped. The tooth was chipped before and repaired with bonding prior to byte aligner treatment. They also reported that they have an implant that they have had for 6 years and it has moved. They are very concerned and seeking help. Tooth #8 has an incisal mesial chip. Requested information to evaluate for next step.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.